Manufacturer narrative:
One sample was returned. Sixteen samples were not returned. There were seven cases with a method codes of analysis of production records (3331) and device not returned (4114), a results code of no findings available (3221), and a conclusion code of cause not established (4315). There were ten cases with a method code of type of investigation not yet determined (4118), a results code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is: (B)(4) . The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol). The reported patient age range from unknown to (B)(6) years. There was 1 male patient, 2 female patients and 14 unknown gender.

Manufacturer narrative:
Two samples were returned. Fourteen samples were not returned. There were sixteen cases with a method code of analysis of production records (3331). There were fifteen cases with a method code of device not returned (4114). There was one case with a method code of testing of actual/suspected device (10). There were fifteen cases with a result code of no findings available (3221). There was one case with a result code of operational problem identified (114). There were fifteen cases with a conclusion code of cause not established (4315). There was one case with a conclusion code of cause traced to user (19). The manufacturer internal reference number is: (B)(4). One of the previously submitted complaint is downgraded since the suspect product is not a company product.